Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.

Event description:
It was reported that during implantation of the interbody device, the inserter detached from the device. Per the reporter, this was caused by the hammering on the inserter, which vibrates the thumbwheel, which then causes the thumbwheel to turn so the interbody device and inserter detach. Although the instrument was used in surgery, no patient complications were reported.